Event description:
It was reported that during ventricular assist device (vad) interrogation, it was noted that the backup battery (bb) needed replacement and that there were several ¿pump off¿ alarms on (B)(6) 2025. The patient feels that they fell asleep for a nap and that their batteries ran out. Pump on with normal parameters for patient while here in clinic. The patient stated that they felt fine and never noted any symptoms. The bb was replaced in clinic. Log file review was requested, and the log file captured 6 low speed advisories and 6 pump stops on (B)(6) 2025 while the patient was connected to batteries. Technical services stated that this indicated that the existing short to shield may have progressed into a phase to phase short, which can cause low speed alarms on any power source. A repair to the driveline was attempted in (B)(6) 2021. In addition, the log file noted backup battery fault alarms throughout the event history. No driveline abnormalities were seen on the x rays of the driveline. The site was awaiting patient decision regarding plan of care. A heartmate ii to heartmate ii pump exchange was performed fwas or suspect internal phase to phase. The patient had no symptoms, and was placed in the intensive care unit for monitoring. A heartmate ii to heartmate ii pump exchange performed for suspect internal phase to phase. Driveline repair covered in MFR 2916596-2021-01281.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal wire fatigue that could have caused the pump stops while connected to batteries, as captured in the submitted log file. The pump was returned assembled with the driveline severed approximately 2.25¿ from the pump housing. A distal portion of the driveline was also returned measuring approximately 33¿, with a previous driveline repair noted approximately 19¿ from the controller connector. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, sealed outflow graft, sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Continuity testing on the returned driveline revealed no discontinuities. Removal of the bionate layer found intermittent breakdown of the metal braided shield, with more severe breakdown noted approximately 5-8¿ from the severed end of the distal driveline piece. Wire insulation damage consistent with wire fatigue was noted to the brown, black, green, red, and yellow wires approximately 8¿ from the severed end of the distal driveline piece. Orange and yellow wire insulation damage consistent with wire fatigue was also noted approximately 5.5¿ from the severed end of the distal driveline piece. The driveline was submerged in a saline bath for insulation testing, which confirmed the wire insulation damage had exposed the conductors. The wire insulation damage consistent with wire fatigue appeared to be due to repetitive flexing over time and abrasion with the metal braided shield. This damage could have caused a phase-to-phase short, which can occur on grounded or ungrounded power sources and cause low speed or pump stop events. Review of the submitted log file confirmed pump stops while connected to batteries, which could have been caused by the identified driveline wire damage. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop with a test distal driveline as the returned distal driveline was damaged. The pump operated as intended, and the retrieved data revealed pump power consumption and pressure values that met manufacturing specifications. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. A, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.